Event description:
The user reported that when they attempted to disconnect the smartsite valve from an extension set, the smartsite snapped at the female luer adaptor joint, thus exposing the piston. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No further info was available.

Manufacturer narrative:
(B)(4). The sample involved in this event was not returned. No failure investigation could be performed. Lot history record review could not be performed because the lot number was not identified.